Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in diabetic ketoacidosis (dka) and was briefly in a coma. After being admitted to the hospital, customer awoke in the intensive care unit. Pump therapy was discontinued. Intravenous drip and oxygen were administered. Dka was resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer could not recall many details of the event. Customer did not know cause of event, but suspected pump. Although requested, additional information was not provided. Customer resumed pump therapy and reported no further issues.